Manufacturer narrative:
Describe event or problem, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received tightened in a backward position. Microscopic and visual inspection of the sheath, coil and burr were performed. The burr was received detached/separated. There was coil in the end of the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "1.25 ¿ 2.0 mm burrs 160,000 up to 180,000 rpm¿ (B)(4).

Event description:
It was further reported that the burr run time was almost 3 to 5 minutes and burr speed of 200,000 rpm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was an area of instent restenosis (isr) located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 1.50mm rotalink¿ plus was selected for a percutaneous coronary intervention. Unspecified stents had been deployed previously overlapping with other ones and burr was selected to ablate the edge of the deployed stents. The burr was rotating as usual but the distal tip of the device stopped moving inside the rca. The device was removed together with the unspecified guiding catheter and rotawire as one unit. When the device was removed, it was noted that the distal tip of the burr was partially separated. When the physician touched the device outside the patient's body, the shaft became completely detached. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.